Event description:
It was reported that the device had an error 44860. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, scratched lcd lens, and a missing battery door. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the faulty pwa board was the root cause and was replaced. Additionally, the optic switch, dso seal, lcd lens, battery door, keypad, overlay, rear label, and side label were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.